Event description:
A customer reported a system message displayed and the system shut down by itself during a cataract surgery. The system was exchanged to complete the procedure. There was no pt harm.

Manufacturer narrative:
A review of the service report indicates that the customer's system displayed a message stating that the central processing unit (cpu) battery needs to be replaced and that the system was shutting down on its own. The company representative examined the system and was able to confirm the battery nonconformance. The cpu battery was replaced. The company representative was not able to duplicate the reported event of the system was shutting down on its own. Preventive maintenance was performed. The system was then tested and met all product specifications. The system is designed to display an advisory to the user if the cpu battery dips under a certain specification. The dip is not enough to cause the system to shut down on its own. The advisory alerts the user that the cpu battery should be replaced. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause of the reported event of the cpu battery needs to be replaced can be attributed to a nonconforming cpu battery. However, the root cause of the system shutting off on its own cannot be determined. (B)(4).